Manufacturer narrative:
18-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Can't get removed- tampon [foreign body in reproductive tract] uncomfortable- vagina [vulvovaginal discomfort] whole string has come out when tried to remove it...can't get removed- tampon [complication of device removal] whole string has come out- tampon [device breakage] a parent called stating that the string came out of the tampon when her daughter tried to remove it. No serious injury was reported.

Manufacturer narrative:
13-jan-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Can't get removed - tampon [foreign body in reproductive tract]. Uncomfortable - vagina [vulvovaginal discomfort]. Whole string has come out when tried to remove it...can't get removed - tampon [complication of device removal]. Whole string has come out - tampon [device breakage]. A parent called stating that the string came out of the tampon when her daughter tried to remove it. No serious injury was reported.